Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Not hispanic/latino, white.

Event description:
Received a copy of the customer's medsun report from FDA which states, ¿the rn attached a secondary bag of anti-emetics to a primary line of 0 9ns as soon as she unclamped the secondary tubing, she noticed it immediately started dripping very quickly, before she had even started the pump. It appears that the secondary was back-flowing into the primary bag". An incomplete date of event of (B)(6) 2019 was provided.

Manufacturer narrative:
The customer¿s report of a secondary bag that back-flowed into the primary bag was confirmed. The primary set was visually inspected for incomplete bonding engagements, holes/tears in the tubing or damages to the components. No anomalies were observed on the set during visual inspection. The check valve was also visually inspected under microscope and was noted to be assembled in the set correctly, and the silicone membrane was centered. Functional testing was performed by filling the primary bag with clear water. The bag was then use to prime the primary set. The secondary set was primed and the roller clamp was slowly opened. Fluid and air bubbles were immediately noticed going into the primary bag. Fluid was also noted to have gone past the check valve, indicating a faulty check valve. Testing of the returned part indicated a fail result per supplier. The identified root cause of the customer¿s report of a secondary bag that back-flowed into the primary bag was most likely caused by the check valve disc being pinched. This is believed to be a supplier-related issue. A pinch disc would lead to a failure of the check valve.

Event description:
Received a copy of the customer's medsun report from FDA which states,¿the rn attached a secondary bag of anti-emetics to a primary line of 0 9ns as soon as she unclamped the secondary tubing, she noticed it immediately started dripping very quickly, before she had even started the pump. It appears that the secondary was back-flowing into the primary bag". An incomplete event date of (B)(6) 2019 was provided.